Event description:
Allegedly the drill bit was broken when the surgeon was drilling the bone by it to make the screw hole of the acetabular cup. The tip of it was left in the patient.

Manufacturer narrative:
Conclusion: useful life expectancy met. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).